Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the speaker has no emitted sound. There was no patient involvement. The asp found the device was not emitting sound. The speaker was replaced which brought the device back to full operation. Based on the information available and the testing conducted, the cause of the reported problem was a speaker failure the reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the speaker has no emitted sound. There was reportedly no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device exhibited a defective part, "hp fault". Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.